Event description:
Customer's wife reportedly obtained results of 585 mg/dl and 105 mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggest comparison performed in the home.